Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use manual injections as backup therapy and technical support arranged for replacement pump, providing instructions for returning the problematic pump.